Manufacturer narrative:
(B) (4). (B) (4). There was no reported deficiency. Angina, ischemia and stenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The xience v (part 1009539-28, lot 8041842), is being filed under this MFR#.

Event description:
Device issue: none. Adverse event: restenosis requiring intervention. Onset of adverse event: after the procedure. It was reported via trial that on (B) (6) 2008, the pt underwent direct stenting in the proximal left anterior descending artery with one xience v stent, the predilated left distal circumflex artery with one xience v stent, and direct stenting in the saphenous vein graft (svg) with one xience v stent. On (B) (6) 2010, the pt had a stress test that showed mild to moderate inferolateral ischemia that was diagnosed as unstable angina. The pt underwent diagnostic coronary angiography on (B) (6) 2010; percutaneous coronary intervention with balloon dilatation only in the proximal left circumflex and svg target vessels. The pt's condition resolved and the pt was discharged on (B) (6) 2010. There was no additional information provided.